Event description:
It was reported via medwatch 5085840 that during a surgical procedure, the saw blade broke from the stem. It was also reported that the broken blade was checked and was intact, no other fragments of the equipment was found. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch 5085840 that during a surgical procedure, the saw blade broke from the stem. It was also reported that the broken blade was checked and was intact, no other fragments of the equipment was found. It was further reported that there were no adverse consequences as a result of this event.